Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that (2) ar-8750-03 driver shafts broke. This occurred during a case with no effect on the patient. No additional information was provided, and additional information has been asked.

Event description:
On 08/15/2024 additional information was provided by a sales representative via email who stated that the event date was 08/08/2024. The procedure performed was a hardware removal. The cannulated head broke off for both drivers. All fragments were removed from the patient. A solid driver was used to finish the procedure with no issues.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8750-03 driver shaft batch number: 1392204 was received for investigation. Visual evaluation noted that a piece of the hex drive geometry at the distal tip of the returned ar-8750-03 driver shaft had broken off. No pieces were returned for investigation. Functional testing was not performed due to the broken distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause for the reported failure can be attributed to over-torquing/over-engaging the driver within the screw head.